Event description:
It was reported that this physician report that this right ventricular (rv) lead exhibited changes in shock impedance from 100 ohms to 134 ohms. A request was made to have data from this device analyzed. Data analysis identified stable shock impedance with occasional high values, resulting in the device to initiate tones. Rhythmcare provided recommendations for troubleshooting for lead integrity testing. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this physician report that this right ventricular (rv) lead exhibited changes in shock impedance from 100 ohms to 134 ohms. A request was made to have data from this device analyzed. Data analysis identified stable shock impedance with occasional high values, resulting in the device to initiate tones. Rhythmcare provided recommendations for troubleshooting for lead integrity testing. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update h2 ( follow-up, what type) h6 (impact codes), and h11 (additional MFR narrative). The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the report complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high shock impedance out of range, was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.